Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but three (3) photos were provided for investigation. Evaluation of the photographs indicated equipment; no bd tubes were observed and the indicated failure mode for gel smearing, fibrin and poor barrier separation with the incident lot were not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to no additive or gel defects as all samples met specifications. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel smearing, fibrin and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer had sample quality issues that were affecting the instrument. No patient impact reported.

Manufacturer narrative:
E1: initial reporter phone # : (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer had sample quality issues that were affecting the instrument. No patient impact reported.